Manufacturer narrative:
The manufacturer originally reported that a "service required" code was found in the ventilator's downloaded error log and the device's active exhalation control module, blower assembly and tubing kit were replaced to address the issue. The device's flow sensor assembly was also replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module, blower assembly and tubing kit were replaced to address the issue. There was evidence of physical damage and contamination.